Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short interval counts (sic). The right atrial (ra) lead had many episodes with noise. There was also simultaneous noise on both of the atrial and ventricular channels which could not be reproduced with pocket manipulation or isometrics. Both leads were reprogrammed and were later explanted and replaced, as lead fractures were suspected. During the explant procedure, it was noted that both leads exhibited insulation damage on the proximal portion of the lead. No patient complications have been reported as a result of this event.